Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and receiver and smart phone that occurred on (B)(6) 2016. Patient's father was advised to perform a reset and was not successful. Following that, patient's father was advised to close background applications and reset the bluetooth connection and was not successful. Finally, patient's father used an alternate transmitter and was able to reestablish connection. No additional patient or event information is available.